Event description:
On (B)(6) 2024, our customer experienced an issue with our selenia system. It was reported that while performing x-rays during a procedure, staff noticed a smell like something was on fire. After a few exposures, the staff noticed a fire on the collimator lamp. It was observed and confirmed that the power supply and its cable which supplies power to the collimator lamp were melted. After a check by the staff, it was observed that the collimator lamp was working correctly and that the smell occurred only during exposures. No injury was reported to the staff/patient. A field engineer went on-site to verify the system. After a review of pictures and videos provided by the customer, our hologic technical expert confirmed that the burning smell was coming from the power distribution to the collimator lamp. The connector was badly burned, most probably due to the collimator lamp which went off during exposures. After further investigation, our hologic technical expert found out that the system is end of its life, and no maintenance was performed for a while. In consequence, these burned parts could not be replaced. The root cause was identified as being a short in the cabling causing an over current with the result of the burned connect. Our hologic technical expert has advised to retire the system for use. No additional information available.